Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with gradually decreasing flows alarming for low flows. Blood pressure was slightly elevated and echocardiogram (echo) showed slightly dilated left ventricle with every beat opening aortic valve. Low flows were then reduced even further the week of 06sept. Outflow obstruction was considered resulting in surgical intervention. A left anterior thoracotomy approach found outflow obstruction was due to outflow graft twist and the twist was corrected and an outflow graft clip was applied. Parameters returned to normal and patient stabilized.